Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had trouble with the reservoir. Customer stated that the reservoir kept twisting out. Customer's blood glucose level was 563 mg/dl. Customer treated with the pump. Customer was advised to disconnect from the pump. Customer checked the reservoir compartment and found that there was a piece missing and that was why the reservoir was not staying in. Insulin pump will need to be replaced. Customer declined to have pump sent since she does not have insurance. No additional information provided.